Event description:
Pt 1, total bilirubin result of 19.9 mg/dl. Redraw of same pt sample, same day, recovered 7.0 mg/dl. Initial sample repeated, recovered 9.2 mg/dl and 9.1 mg/dl. The redraw was also retested, it recovered 7.2 mg/dl. Pt 2, initial total bilirubin result of 14.3 mg/dl. Same sample repeated recovered 6.8 mg/dl. The field service representative performed maintenance on the analyzer. Performance check tests were performed.